Manufacturer narrative:
H6 - added f05: delay to treatment/therapy impact code.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the common iliac artery. An 8.0x40x75cm express ld stent was advanced for treatment. During the procedure, the stent came off from the balloon prior to deployment. An 8 x 60 x 130 innova vascular stent was used to trap the express ld stent up against the wall vessel. However, the innova stent did not reach the desired target area for placement. The physician plans to send back the patient to stent the intended area. No complications were reported.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the common iliac artery. An 8.0x40x75cm express ld stent was advanced for treatment. During the procedure, the stent came off from the balloon prior to deployment. An 8 x 60 x 130 innova vascular stent was used to trap the express ld stent up against the wall vessel. However, the innova stent did not reach the desired target area for placement. The physician plans to send back the patient to stent the intended area. No complications were reported.